Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The de novo 70% stenosed lesion was located in a mildly calcified and non tortuous vessel "below the knee." The sterling es monorail 2mm x 40mm balloon was inflated one time to 12 atm and ruptured. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is reported as stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The de novo 70% stenosed lesion was located in a mildly calcified and non tortuous vessel "below the knee." The sterling es monorail 2mm x 40mm balloon was inflated one time to 12 atm and ruptured. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is reported as stable.

Manufacturer narrative:
Device evaluation by manufacturer: dried blood and contrast were present on the outer surfaces of the device. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 20 mm long and approximately 4 mm from the tip. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).